Event description:
It was reported that this left ventricular lead showed high out-of-range impedance measurements of over 3000 ohms. X-rays were performed as it was suspected that this lead was not fully inserted. Technical services reviewed the x-rays but could not tell if the lead was fully inserted or not. It was recommended just monitor the patient for now. This lead remains in service and no adverse patient effects were reported.